Manufacturer narrative:
The customer reported cancer antigen 125 (ca125) falsely depressed, cancer antigen 15.3 (ca15.3) falsely depressed, hepatitis c antibody (hcv) falsely negative results were obtained on the atellica im1600 analyzer (s/n (B)(6)) and reported to the physician(s). Siemens dispatched a cse (customer service engineer) to the customer site. The cse performed troubleshooting and replaced the following: the pinch valve, the base and acid metering pump, and the printed circuit assembly (pca) for wash station # 1. Following service the cse verified that the qc passed and the analyzer was returned to the customer. Siemens concluded that the potential cause for the falsely depressed ca125, ca15.3) and false negative results (hcv) is unknown. The atellica im 1600 analyzer is fully functional and performs as specified, and no further evaluation was required.

Event description:
The customer reported cancer antigen 125 (ca125) falsely depressed, cancer antigen 15.3 (ca15.3) falsely depressed, hepatitis c antibody (hcv) falsely negative results were obtained on the atellica im1600 analyzer (s/n (B)(6)) and reported to the physician(s). The customer performed repeat testing on the alternate atellica im analyzers and stated the new results fit the clinical picture. Corrected reports were issued by the customer. There are no known reports of patient intervention or adverse health consequences due to the event.